Event description:
On (B)(6) 2011, pt's wife reported the rubber on down button of the infusion device is completely peeling off. Wife stated the pt was able to use the button to bolus, but the rubber is completely off of it and the pt is having trouble with bolusing because of this issue. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.